Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with a non-bsc 2.0x20mm balloon. The 2.75x24mm promus element stent was advanced, but was unable to cross the lesion. The procedure was completed with another 2.75x24mm promus element stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified a hypotube kink 135mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination identified stent damage. Two struts on the third row from the distal edge were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was tightly wrapped and was not subjected to positive pressure. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).